Event description:
It was reported to medtronic minimed that the customer reported a recurring insulin flow blocked alarm and experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with correction through insulin pen. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported the pump was under delivering. The set, reservoir and insulin were changed per IFU guideline. The customer was rotating their sites. The tubing was not bent or kinked. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08765 inches. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 13-nov-2025 and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 15.4 u. (4) no delivery alarms found in the pump history file/trace on 13-nov-2025 started from 00:45:19 to 04:00:17. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, pump passed all required testing. Customer alleged for the pump under delivery was not confirmed. No delivery/occlusion alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.